Event description:
During troubleshooting of an unrelated alarm, it was reported that air was observed in the patient line. The event occurred during the initial drain on the home choice (hc) and the home patient (hp) was connected. The technical service representative (tsr) had the hp cycle power to end therapy. The tsr instructed the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During troubleshooting, the patient stated that they did not check the patient line to ensure the air was out of the line before connecting. The technical services representative reviewed proper therapy procedures with the patient, including checking for air in the patient line prior to starting therapy. The cause of the event was reported to be due to a use error/failure to follow therapy steps, (previously reported as unknown). This is a report of a use error during the priming stage, where the patient connected before checking that the patient line was properly primed and empty of air. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also gives instructions to properly reprime the set if there is air in the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.